Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a needle/suture used in surgery. Hands on analysis can provide the sufficient evidence to determine the root cause. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample revealed that two packets that pertain to product code vp2345 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A video upon which this medwatch is based has been received, however, the video evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental (B)(4) form. Additional information was requested, and the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged fragments generated? No - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - what tissue was being sutured when the event occurred? Fascia - was additional dissection required in other organs/tissues other than the target tissue? Not required - was there any change in the patient¿s post operative care due to the prolonged procedure? No - please provide the lot number: lot no- t9001

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used for abdominal closure. During the procedure, the suture was breaking. The surgeon was taking knot and the suture was breaking, exhibiting low tensile strength, as per expectation. Any fragments generated were removed, the procedure was delayed by 10 minutes. Another suture of a thicker size was used to complete the procedure successfully. There were no adverse patient consequences. No additional information was reported.